Event description:
It was reported that during a laparoscopic appendectomy procedure, the instrument did not staple. It would not fire at all. There was no pt consequence. The case was completed with a like device.